Event description:
The customer stated that they received noise errors for an unspecified number of patient samples tested for ise indirect na, k, cl for gen.2 on a cobas 8000 ise module. The customer found that tubing in one of the system reagent bottles was no positioned correctly. After correcting this and priming, calibration and controls were acceptable. The customer later had further issues. The customer provided data for a total of 18 patient samples. The sample initially resulted with a value of 142 mmol/l, which repeated as 149 mmol/l. The initial result was reported outside of the laboratory and the repeat result was believed to be correct. A corrected report was issued. The patient was not adversely affected. The na electrode lot number and expiration date were asked for, but not provided. The customer changed electrodes, placed new system reagents on board, calibrated, and then ran controls which was acceptable. The customer ran patient result comparisons and these matched well.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem.